Event description:
Started morphine at 2am. Morphine was increased at 11am and by 1 to 2am rptr was blue with decreased respirations at 4 times per min. Pt given medication to counteract morphine. No other narcotics given. At 8am physician told rptr they have a problem with narcotics/an addiction. Rptr states they have never had a narcotic problem. Rptr does not know dose but was given a lockout time of 7 mins. Only offered po medicine for pain after incident.